Event description:
It was reported that the user experienced hyperglycemia after receiving a steroid while hospitalized for an unrelated reason, with fingerstick readings up to 450 mg/dl, and administered a manual injection of fast-acting insulin while remaining connected to the ilet. Symptoms included elevated blood glucose without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary hyperglycemia that resolved to 156 mg/dl with self-management and without professional medical intervention or assistance. Investigation included review of the event details, user reports, and troubleshooting and education provided by support regarding avoiding concurrent manual insulin while connected and seeking clinical guidance for steroid-related insulin needs. Investigation of this case revealed no ilet alarms or malfunctions and indicated a use-related issue associated with steroid-induced insulin resistance and concurrent external insulin dosing while remaining connected. It was concluded, based on previously established findings for similar reports, that the cause was user management in the context of a known drug effect on glucose control rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance